Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and premature ventricular contractions (pvc)'s. The implantable pulse generator (ipg) exhibited pacing below the lower rate limit. The ipg remains in use. No further patient complications have been reported as a result of this event.